Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the right atrial (ra) lead was explanted prophylactically. The lead was analysed and tested out of specification. No patient complications have been reported as a result of this event.